Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call needing assistance with carelink. The customer states they were experiencing low blood glucose levels of 52 mg/ml during the incident. The customer states treated with orange juice and did not need further assistance.